Event description:
Patient with history of myelomeningocele and tethered spinal cord who underwent a tethered cord release almost a year ago, which was complicated by a symptomatic pseudomeningocele requiring reexploration and cerebrospinal fluid (csf) leak repair, as well as recurrent csf leak requiring re-exploration, ventriculoperitoneal shunt placement and complex plastic surgery closure, whose course was also complicated by dehiscence of the shunt incision which required shunt removal. Most recently she had another delayed reaccumulation of a pseudomeningocele which caused back and leg pain, for which we admitted her to the hospital and performed a lumbar wound tap, external ventricular drain (evd) placement, confirmed cultures negative, and placed a left ventriculoperitoneal shunt. After these procedures, she was ambulatory without back or leg pain. She was eventually discharged in fairly good condition and has been at home. Since then her back pain has reoccurred, and she is also experiencing left lower extremity spasms and pain. He is keeping her symptoms when she experiences a symptomatic pseudomeningocele. She therefore underwent an MRI which we are here to review today. In the past, we have been somewhat concerned about a particular dural patch that was utilized in her back, which was since removed from the shelf from the manufacturer. We have been uncertain as to whether this has been causing her issues or not given the extremely complicated course with poor healing and a persistent and symptomatic pseudomeningocele and presumed csf leak despite shunting and multiple explorations and drainage. Manufacturer response for dura substitute, durepair (per site reporter). I have not contacted them directly but this product was part of a recall in 2023.